Manufacturer narrative:
Corrected data included h.10. (Previously, no complaint included in lot). There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A manager reported that, following an intraocular lens (iol) implant procedure, the patient was having intolerable glare and halo, was unable to drive. The iol was exchanged for another lens after 1 month following the initial implant procedure. The clinical reason given for the explant was ¿patient dissatisfaction¿. Additional information was requested. There are two medical device reports associated with this consumer. This report is for patient¿s left eye.